Manufacturer narrative:
Correction: d9: device not returned. H6: the quality investigation is complete.

Event description:
It was reported that the e-sep pencil was activating independently once it was plugged in, without the press of the button. No additional information provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that the e-sep pencil was activating independently once it was plugged in, without the press of the button. No additional information provided.